Event description:
It was reported that the user experienced a low blood glucose while using a g7 cgm integrated with the ilet system, with a lowest cgm reading of 62 mg/dl; the user self-treated with one glucose tablet and part of a cookie, and levels were trending upward to 88 mg/dl, with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.